Event description:
The lay user/patient contacted lifescan (lfs) on september 14, 2006 alleging that her meter powers off during use. A medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached for further clinical information. In 2006, the patient felt nauseous and sweaty and had blurred vision. She attempted to test on her meter; however, her meter powered off during use. The patient took 20 units of novalin after attempting to use the meter. She went to the ER around 3:00pm and was treated with insulin because her blood glucose was 330 mg/l on the hospital's device. The patient replaced the battery per the owner's booklet. There was no trauma toward the meter and the battery contacts were in good condition. The meter powered off before the automatic shutoff on the meter. The patient did not have test strips to further troubleshoot with the customer care advocate (cca). No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, how long prior to the symptoms the patient was unable to test due to the meter issue, and what dose and type of insulin received in the hospital. The complaint is being reported since the patient was unable to test while experiencing symptoms and was treated for hyperglycemia by a medical professional.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.